Manufacturer narrative:
Device was used for treatment, not diagnosis. Only the last name of the patient was provided. This report is for an unknown quantity and size of screws. Implant date: 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
On an unknown date in 2010, a female patient was implanted with a 3.5mm locking compression plate proximal humerus plate and unknown screws. Subsequently, the patient experienced a non union of the proximal humerus. On (B)(6) 2013, the plate was revised to 3.5mm locking compression plate periarticular proximal humerus plate. This report is for an unknown quantity and size of screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the procedure was successfully completed and that the devices were removed easily, without additional intervention.